Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the discoloration of the adhesive around the objective lens and light guide (lg) lenses, as well as the gap in the adhesive area between the server plug in (z block) and the distal end is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, discoloration of the adhesive around the objective lens and light guide (lg) lenses, as well as a gap in the adhesive area between the server plug in (z block) and the distal end, were observed. The service repair technician team assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.